Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required alarm condition was observed in the device's downloaded event log indicating an internal battery issue. The device's system board was replaced to address the issue. Additionally, during the evaluation a service required alarm was observed indicating a detachable battery issue. This issue would not affect the device's ability to deliver therapy as designed. The device was cleaned and tested. The device passed all final testing.